Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-01789.

Event description:
It was reported via repair work order that the bed will not lower by the head end due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported that the nurse call was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed will not lower by the head end due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported that the nurse call was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.